Event description:
On (B)(4) 2012, a spontaneous report by a physician was rec'd from a company rep regarding a female (age not reported) who rec'd an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included a previous injection of an unspecified dermal filler on an unk date w/o incident; the pt was a smoker. The pt's skin type and concomitant medications were not reported. The pt rec'd an injection of restylane-l from two 1 ml syringes (volume injected not reported) on an unk date to an unspecified site. Pre-procedure medications and add'l procedures performed at the time of the implantation were not reported. On an unk date, 2 weeks after the implantation, the pt reported with an abscess over injection site. The abscess was first on the left cheek, then on the right cheek. On an unk date, a culture was obtained and the results were negative. The pt was treated with bactrim (sulfamethoxazole and trimethoprim) with resolution. On an unk date, the abscess recurred on the right side; it was cultured again and the results were negative. The pt was treated with augmentin (amoxicillin and clavulanate). The lot number and expiration date for restylane-l were 11257 and not reported, respectively. On (B)(4) 2012, add'l info was rec'd from a receptionist. The pt was a (B)(6) female. On (B)(4) 2012, add'l info was rec'd from the injecting physician. Based on info rec'd, the event of implant site inflammation was added. The injecting physician reported the pt to be a (B)(6) female. Medical history included previous injection of restylane-l w/o problems (on an unspecified date in (B)(6) 2011), previous injection of juvederm (cross-linked hydrochloride), unspecified multivitamins, doxycycline for rosacea, flax seed oil, and unspecified skin care products. The pt rec'd a 2 ml total injection of restylane-l from two 1 ml syringes on (B)(6) 2012 to the cheeks, nasolabial folds, oral commissures, and upper cheek area near the tear trough. The injection technique was reported as "multiple cross hatch, feathering, tear trough area; deep and draw back and move draw back." Pre-procedure medications were reported as "lidocaine, prilocaine, phenylephrine mixture, a betacaine (lidocaine) mixture." No add'l procedures were performed at the time of the implantation. On an unspecified date in (B)(6) 2012 (reported as "a day prior to the abscess formation"), the pt opened up a vitamin e capsule and rubbed the oil that was inside it on her face and went to a beach. On an unspecified date in (B)(6) 2012 (reported as "post-injection 2 weeks"), an abscess formed on both cheeks over the injection site; it was delayed. The pt's cheeks became red and indurated; the left side was greater than the right side. The injecting physician drained and cultured the left abscess area and started the pt on bactrim ds (sulfamethoxazole and trimethoprim). On an unspecified date in (B)(6) 2012, the culture of the left abscess area showed normal flora. On (B)(6) 2012, treatment with the bactrim ds was stopped and the left side appeared to bed much improved; the left side was present only by palpation. The right side, that was not drained and cultured, appeared to worsen. On (B)(6) 2012, the pt formed a larger abscess on her right side. On (B)(6) 2012, the pt was started on augmentin (amoxicillin and clavulanate) 875 mg twice daily. On (B)(6) 2012, the right abscess area was drained and cultured, and the pt continued treatment with the augmentin. On (B)(6) 2012, no further abscesses were noted, but induration remained on both sides. The pt was told to stop smoking, massage the area, and was provided another round of the bactrim antibiotic with improvement. The second culture showed normal flora. As of (B)(6) 2012, the injecting physician stated that the pt had an inflammatory reaction; the physician also stated that if the induration did not resolve after the second round of bactrim that she would consider a steroid. The injecting physician's opinion of causality was that the treatment was "strongly correlated" with the events. The injecting physician assessed the severity of the events as severe. The lot number and expiration date for restylane-l were 11257 and jul-2013, respectively.